Manufacturer narrative:
An osseotite® implant 4 x 11.5mm (oss411) was returned for investigation. Visual inspection of the as returned product identified signs of wear due to usage around threads and the collar and a fracture across the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing condition noted on the per is good oral hygiene. The reported device was located on tooth #46 and was used for approximately 19 years, 9 months. Pictures or x-ray images were not provided. The DHR was not available electronically for the subject lot number (80240) thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of non conformance, or any possible manufacturing issue related to the reported event. Since the DHR was not available, a search in the non- conformance database (tipqa) was conducted with the lot number to discover any non-conformance related to the reported event and subject lot number. No non-conformance were found for the subject lot number. Complaint history review was performed for the reported lot number (80240) for similar event and no other complaint was identified. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) and device (oss411). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date: not provided. Initial reporter email address: not provided.

Event description:
It was reported an implant (oss411) fractured at tooth location 30. As a result, implant was removed.